Event description:
The customer called to report blood glucose levels over 500 mg/dl and a no delivery alarm during a bolus. Also found that the customer got a battery out limit alarm, but never set the time and date, which would have affected the basal rate delivery times. During the call, the customer felt very ill. The customer had a headache, felt tired and dizzy. The paramedics were called for assistance. The fire department arrived and they were informed of the situation. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.